Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controller exhibited an unknown alarm. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller with unknown serial number was not returned for evaluation. Failure analysis could not be performed as the device was not returned. Additionally, log file analysis was not conducted since controller log files were not available. There is insufficient information regarding the reported event. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.